Event description:
On 5/30/95 an aus device was implanted. On 4/30/96 the balloon was revised. On 11/6/96 the device was removed from the pt and replaced due to recurring incontinence--cuff too large.